Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that the pt's meter was prompting an error 2 message. The medical affairs specialist (mas) mailed a letter two days later, since the user could not be reached by telephone for further clarification. The pt was unable to test on his meter due to the error 2 message. On the day of the event, he experienced cold sweats and was in a daze. He had something to eat/drink prior to receiving any medical attention. He went to the hospital and was treated with an IV, a sandwich, and orange juice. The result, if any, obtained by a medical professional was not reported. It would have been helpful to know how long the pt was unable to test on the meter, if the pt takes any medications, and if any adjustments were made to his medications. The issue was resolved with troubleshooting, however, a replacement is still being sent.